Event description:
Customer stated that the pump over delivered by 6.6% at rate 125 ml/hr during testing. Dosage was not provided.

Manufacturer narrative:
Investigation found that pump passed the volumetric accuracy tests within +/-5% specifications. Complaint could not be duplicated.